Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and confirmed in device history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump all volume was very low. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that to adjust the audio volume to one pressed save, and listen for the beep and to adjust the audio volume to five pressed save, and listen for the beep. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.